Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6), 2026 that the paddle movement was abnormal when moving up and down from uncommanded movement. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed abnormal up and down movement of the sdm paddle. The fse judged that the connection between the aws and gantry was abnormal, reconnected the cable between the aws and gantry, reset the paddle lift height, confirmed that the device worked normally, and verified that the system is now operating according to manufacturer specifications. .